Event description:
It was reported that the bronchofibervideoscope displayed a distorted image during use. Information regarding where the event occurred was requested but remains unknown. No patient harm was reported in association with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.